Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no other similar incidents. All available information was investigated. The reported single leaflet device attachment (slda) resulting in recurrent mitral regurgitation (mr) was likely due to the short and restrictive posterior mitral leaflet. The reported patient effect of worsening mitral regurgitation is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) and increased mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat functional mitral regurgitation (mr) with a grade of 3-4. One clip was implanted, reducing the mr to 1. One day post procedure, a transesophageal echocardiography (tee) was performed which noted the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment (slda). The mr had increased to 2. No additional information was provided.